Event description:
The provider states the end user was riding around on a sidewalk near a creek and he hit a rock. She states the chair stopped and he then backed up. The back wheels went on an angle and he was jolted out of his chair throwing him and the chair into the creek. The provider states the end user was transported to the hospital for emergency care. The end user has contacted an attorney. The provider states the caseworker for the end user wanted the chair repaired. Due to the extensive damage, the chair has been with the provider. The provider states she received communication from an attorney stating mr. Garrison has retained legal counsel for his injuries which were not discussed with specifics. The provider states the end user received the recall letter and states due to this, all these issues have possibility occurred. The joystick recall repair was ordered. The incorrect joystick was sent by invacare. An ra, (B)(4) was shipped out but received after the incident occurred (B)(4).